Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H10 h10.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose (bg) level was 46-47 mg/dl; cause was not known. Customer consumed jelly beans to address bg level. The customer reverted to manual injection for insulin therapy.